Event description:
Covidien rec'd info stating that an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Additional and clarifying information was received, where the affiliate confirmed that the reported event occurred during power on self-test (post), and while testing the ventilator prior to patient use. There was no patient involvement. Because this incident occurred during the system self-test process and before patient use, this is no longer considered as an MDR reportable event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. (B)(4).

Manufacturer narrative:
The breath delivery printed circuit board was returned for investigation and placed in a test ventilator. The returned component passed post (power on self-test), calibrations, est (extended self-test) and sst (short self-test), and performance verification as detailed in the 840 ventilator service manual. The covidien investigator confirmed the component is in operating conditions and per the manufacturer¿s specifications. The reported malfunction was not verified. Therefore, no root cause can be attributed to the reported malfunction. We will continue to monitor this issue for trends.